Event description:
Customer reported to have low blood glucose of 36 mg/dl. As a result of low blood glucose, customer passed out and fell on belt holster causing it to break. Holster would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.